Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus tip and display cursor were not aligned and it was verified that the issue was resolved when using a known good overlay/bezel assembly. It was noted that the programmer had internal corrosion and was deemed unrepairable.

Event description:
It was reported that after multiple attempts at calibrating the programmer stylus, the cursor was still disassociated from the stylus tip at multiple points on the display screen. The programmer was returned for service. No patient complications have been reported as a result of this event.